Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol (intraocular lens) returned in five pieces in the lens case base. Solution is dried on both surfaces of the optic and haptics. One haptic is broken torn and adhered to the other haptic, the other haptic is bent. The optic is split/cut dividing it into five pieces, it is also scratched/marked-rejectable with loose fibers. We are unable to determine the root cause for the reported complaint "torn trailing haptic". The product was subject to handling as the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implanting procedure, the trailing haptic was found to be torn when implanted in the patient¿s eye. The surgery was completed after replacing the iol with another iol. Additional information received and stated that, excessive strain on the cornea caused by intraocular lens replacement resulted in corneal edema. The white corneal edema has gradually become transparent (recovered) and is currently under observation. The patient complains that it is a little harder to see than after the cataract surgery for one eye. It is still not possible to measure corneal endothelial cells. Once the edema is improving, the surgeon would like to measure endothelial cells and consider a future treatment plan.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).